Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 was not forming clips properly and the clips were scissoring. A new er320 was used to complete the case without incident. There was no consequence to the pt.